Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully reset it without recurring issues. Customer was advised to continue using the pump and to call back if any further malfunctions occurred.